Event description:
The customer reported repeated un-commanded system shutdowns resulting in intermittent system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable and no additional service info was provided.